Manufacturer narrative:
Device lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured. The patient was sent to surgeon for the screw removal. Tooth location 5

Manufacturer narrative:
(B)(4). One certain gold-tite hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was confirmed following inspection. A singular root cause could not be identified.